Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the drive feature was found to be twisted. It was also found to be broken and missing approximately 1/16 in. The distal end surface of the broken driver is corroded. The cause of the twisted and broken drive feature is undetermined, however a likely cause is over-torquing the device.

Event description:
It was reported the below instrument need to be replaced. Qty(1) ar-9623 ¿ threaded, qty(1) ar-8943-10 ¿ torqued. During returned device evaluation, a reportable malfunction was discovered.